Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown/unknown, ubd: , UDI#: unknown. H3: a supplemental report shall be submitted after the device is returned and requested additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system displayed a patient interface, fault detected message. The issue persisted even after reboots. The device could not be used for surgery and the site potentially ended cancelling the surgery. The user admitted to have dropped this remote a couple times in the past. There was no known patient impact.